Event description:
Healthcare professional reported a xen®45 gts event described as "when the operator is inserting the implant, the injector is incorrect. It stops halfway. The implant comes out. The operator still manages to get the implant in place" in unknown eye. No injury reported.

Manufacturer narrative:
Clarification: partial date range provided as (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "when the operator is inserting the implant, the injector is incorrect. It stops halfway. The implant comes out. The operator still manages to get the implant in place" in unknown eye. No injury reported.

Manufacturer narrative:
Device analysis: a visual inspection of the device was performed. The needle was observed to be bent. A gap was observed between the case halves. Microscopic photographs were taken of both sides of the slider knob railing to determine if there is any damage/defect. No damage/defect was observed on both sides of the slider knob railing for the condition of the sides of the slider knob railing. A functional test could not be performed due to the bent needle and gap observed between the case halves. The complainant did not report that the needle was bent or that there was a gap between the case halves, and it is unknown how the needle became bent or the presence of the gaps between the case halves; however, product handling cannot be ruled out.